Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of 13feb2026-13mar2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amount as estimated glucose values increased and decreased and stopped delivery of micro boluses as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. While in automated mode, instances of connection loss between the pod and the sensor were seen between 13feb2026 and 23feb2026. The system responded appropriately, transitioning the system to automated mode: limited after four consecutive cycles, only delivering safe basal which is the lower of the user's adaptive basal rate and manual basal program, and generating missing sensor values alerts after 1 hour of consecutive missing values. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. During the review period, the lowest estimated glucose values received were urgent low (less than 40 mg/dl) at 14:28 on 14feb2026 and 12:47 on 05mar2026. The cloud data shows that urgent low glucose alerts were being correctly generated as estimated glucose values decreased towards and below 55 mg/dl. The highest estimated glucose value received was 278 mg/dl received at 00:25 on 13mar2026. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. No automated delivery restriction alerts were generated during this review period. No controller/application hazard alarms were seen during the review period and the only pod hazard alarms that occurred were generated due to the pod reaching empty reservoir. No evidence of issues with insulin delivery were observed in the available cloud data. The correlation to action # 98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action # 98586. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.7 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 13mar2026, the patient reported that in the week prior, they had used 5 pods associated with lot number ph1u08162531, which are affected by the 2026 pod field safety notice (fsn). The patient also noted that on (B)(6) 2026, they suffered a miscarriage, which they suspect may be linked to the fsn. No further information about the miscarriage was provided. The patient stated that they did not require any medical treatment. It was also reported that when pods were removed, there was bleeding at the pod site.

Manufacturer narrative:
B5 updated to include information received from patient.

Event description:
On 13mar2026, the patient reported that in the week prior, they had used 5 pods associated with lot number ph1u08162531, which are affected by the 2026 pod field safety notice (fsn). The patient also noted that on (B)(6) 2026, they suffered a miscarriage, which they suspect may be linked to the fsn. No further information about the miscarriage was provided. The patient stated that they did not require any medical treatment. It was also reported that when pods were removed, there was bleeding at the pod site. On 15apr2026, insulet received a follow-up response from the patient confirming that the patient had a dilatation and curettage (d&c) surgical procedure on (B)(6) 2026.